Manufacturer narrative:
E: phone number extension (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was water damage. The customer returned the product for water damage, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. There was unknown patient involvement, and unknown signs or symptoms experienced.